Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced bleeding, cramping, recurrent urinary tract infections with hematuria, recurrence of incontinence, dyspareunia, abdominal and pelvic pain. All other information is unknown.